Event description:
Mentor textured breast implants (B)(6) 2016, by (B)(6) 2017 began experiencing health issues : hair loss, fatigue, hormone imbalance, anxiety, food intolerance, inflammation. Implants and scar capsule removed (B)(6) 2019. All health issues have improved/gone away. I feel completely healthy and human again since my implants were removed.